Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to this is the second time the left cylinder made its way into his scrotum. The physician believes that the corporotomy is not healing due to poor tissue quality. Because of this, he did not feel comfortable replacing the cylinder. The left cylinder was removed and capped off, leaving the remaining implant intact and ready to use. The physician does not believe the complication had anything to do with implant failure. Patient status following revision in uncomplicated. Additional information received. The physician does not plan to re-implant another cylinder at a later date.

Manufacturer narrative:
As the complaint component was not returned for analysis, and the product record review revealed no additional information related to the complaint. The reported allegations could not be confirmed. The event cannot be reproduced or substantiated; therefore, no escalation to ncep, CAPA or scar is required.

Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to this is the second time the left cylinder made its way into his scrotum. The physician believes that the corporotomy is not healing due to poor tissue quality. Because of this, he did not feel comfortable replacing the cylinder. The left cylinder was removed and capped off, leaving the remaining implant intact and ready to use. The physician does not believe the complication had anything to do with implant failure. Patient status following revision is uncomplicated.